Event description:
229 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The patient had a staged procedure. In the 1st stage the lesion being treated was a 2.5mm, 13mm ong, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 12 days later the patient underwent the 2nd procedure. The lesion being treated was a 2.5mm, 12mm long, 75% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. The physician also placed 2 guident vision stents in the right posterior descending artery. There were no complications. The patient was discharged the next day on plavix and aspirin. 229 days after the initial procedure the patient required a tvr. The physcian placed a johnson & johnson cypher stent in the proximal lad artery to treat restenosis. The patient was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was edge stenosis of the taxus stent.